Event description:
After an implantation period of approx. 13 months, it was reported that there was no capture on the ventricular channel.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 and (B)(6) 2019, the right ventricular sensing amplitude fluctuated between 4 mv and 7 mv till mid (B)(6) 2019; from there it fell gradually to 2 mv in the end of (B)(6) 2019. As indicated in the complaint, in the end of the recording period it rose abruptly to 7 mv. The right ventricular pacing impedance fell gradually from initial 500 ohm to 400 ohm in the end of the recording period. A pacing threshold test performed on (B)(6) 2019 showed a right ventricular pacing threshold of 7.5 v with a pulse width of 1.5 ms, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.